Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 20 ml of faint blue fluid. The leak was not contained within the instrument and was found under the instrument. The customer was wearing a lab coat and goggles at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. The customer did not review the material safety data sheet (msds), but there is an exposure control plan in place at the facility. No erroneous patient results were generated and there was no impact to patient treatment. Beckman coulter field service engineer (fse) found the waste chamber, vc26, was overflowing, which caused diluent to leak. The fse cleaned the ports on vc26 and resolved the leak. Vc26 is a waste chamber which collects waste from the flow cell. The fse verified service activity performed per established procedures, and the results met published performance specifications.

Manufacturer narrative:
Result: the ports on the waste chamber needed to be cleaned. (B)(4).